Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: full circumferential radial balloon burst at the proximal shoulder with nose tip and distal balloon fully detached and not returned. The balloon spring is stretched. The associated sheath presented with distal tip, liner, and shaft damages. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following was observed: presence of a surgical ring in the landing zone (mitral position), with no visible calcification. The reported event for balloon burst, difficulty to withdraw system through the patient's vasculature, and system components separate during use were confirmed based on evaluation of the returned device. A review of the device history record and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, it was reported that the balloon was over-inflated with an extra 2cc's. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Additionally, as the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the sheath or patient's vasculature, which could have led to the withdrawal difficulty. Lastly, additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the balloon and tip separation. As such, available information suggests that procedural factors (over-inflation) may have contributed to the reported balloon burst, while procedural factors (withdrawal of burst balloon) may have contributed to the reported withdrawal difficulty, and procedural factors (excessive device manipulation) may have contributed to the reported component separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transseptal tmvr procedure with a 26mm sapien 3 ultra resilia valve in a ring, the 26mm commander delivery system balloon ruptured during deployment and got stuck in the esheath+ during withdrawal. The team then attempted to pull the delivery system out of the esheath+, however, the tip of the delivery system, and part of the balloon came off the delivery system and was left in the body. The team elected to snare and pull the piece out through a 16fr gore sheath and was successful.

Manufacturer narrative:
Additional information added to a2, a3, a4, a5, b5, and h10 based on information provided in a mandatory and voluntary report received. The uf/importer report number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitting to correct the entry of the related report number into the correct field. Corrected information added to h10.